Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead was undersensing the p-wave, causing the device to initiate ventricular safety pacing. The lead is still is use. No patient complications were reported as a result of this event.